Event description:
It was reported that the insulin gauge was inaccurate. Customer's blood glucose level was over 600 mg/dl. Bg was addressed via a manual injection of insulin. Reportedly, customer reverted to an alternate form of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.